Event description:
A consumer reported seeing halos at night following intraocular lens (iol) implant surgery. He stated he is very happy with his vision. The reporter did not provide any contact information; therefore, follow up was not able to be conducted. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. The reporter did not provide any contact information; therefore, follow up was not able to be conducted. (B)(4).

Manufacturer narrative:
This report was mailed to the FDA on: 07/31/2015. (B)(4).

Event description:
Additional information was received from the consumer, who reported his vision has deteriorated slightly and is now blurry when reading. Also, while driving at night it is difficult to read lighted street signs. When wearing glasses, the symptoms clear, but he was wanting to know if there were any other treatment options. He was referred to his surgeon for an evaluation and medical advice.